Event description:
As reported by the registry, following percutaneous coronary intervention (pci), a dissection was noted.

Manufacturer narrative:
This patient presented to the cardiac catheterization unit and 1-vessel disease was found. Pre-procedure medications included aspirin 81 mg/day, clopidogrel 75 mg/day, statins and beta-blockers, intra-procedure medications included aspirin 81 mg/day, clopidogrel 300mg and angiomax. Pre-procedure cardiac enzymes were not recorded. The primary indication for treatment was stable angina pectoris. Pci was performed on a 90% de novo lesion in the proximal right coronary artery (rca) of 23mm in length in a 3.5mm vessel diameter at a bifurcation requiring double guide wires. The (b2) eccentric lesion was characterized with an irregular contour and moderate calcification. The lesion was pre-dilated with a 2.5x15mm balloon at 12 atmospheres (atm) before deploying a 3.5 x 23mm cypher select plus stent at 18 atm. It was post-dilated with a 3.75x15mm balloon at 18 atm. Following deployment of the first stent it was noted that there was a small dissection on the proximal end of the cypher stent. No adverse outcomes. An additional stent, a 3.5x8mm cypher select plus stent was deployed at 16atm to cover the edge of the dissection. The second stent was post-dilated also with the same balloon at 20 atm. Residual diameter stenosis measured 0%. Thrombin inhibition myocardial infarction (timi) iii flow was recorded pre-procedure but post-procedure timi flow was not noted. Following the procedure, the patient was hypertensive and was started on new medications. The aortic root was dilated and follow-up was suggested. Post-procedure troponin cardiac enzymes were 2 times above upper normal limits. Please note that this device (lot no. 13235702) is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information will be submitted within 30 days upon receipt.